Event description:
Complainant called welch allyn technical service because their primary central monitoring system went off-line. While the primary system was rebooting, the backup system also rebooted, resulting in a loss of centralized monitoring. No adverse patient events occurred.

Manufacturer narrative:
The manufacturer has not yet completed the device evaluation. A follow-up report will be submitted when the evaluation is complete.